Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 2648988-2025-00023: a facility reported that a leak was observed on the proximal stopcock. The stopcock was plugged to stop the leak. The shunt was removed on (B)(6) 2025.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. Additional information received: regarding the first leak: disconnection of the ins5010 catheter tubing: could you please indicate if this is a disconnection between the tubing and the luer lock connector? Or at another level? Answer: not communicated. Did you use the strain relief tubing provided in the ins5010 kit? Answer: not communicated. Regarding the second leak: "during the night of june 2 to june 3, a leak was observed on the proximal stopcock. The stopcock was sealed to stop the leak." The integra ins5010 product does not have a stopcock. It appears that this leak occurred on the drainage system of the ventrex system (from a manufacturer other than integra). If you are able to confirm this, we thank you in advance. Answer: yes, this leak does indeed concern the ventrex system. Product lot number? Answer: lot number unknown. Did the first leak occur from the integra catheter or the ventrex cormedica drainage system? Answer: integra catheter. Did the second stopcock leak occur from the integra catheter or the ventrex cormedica drainage system? Answer: unknown. Following these events, was the integra catheter removed and replaced during a reoperation? Answer: no. How is the patient doing now? Answer: patient died on (B)(6) 2025 from her condition, unrelated to the incident. Were the incidents reported to the authorities? Answer: yes. Investigation findings: the product involved in the reported event is not an integra device. This complaint was originally opened to an integra catheter device ins5010; however, the device involved was a ventrex® eds from neuromedex (cormedica is a distributor) - a non-integra device. The investigation could not be cancelled because it was initially reported to the FDA and the moh (ministry of health); however, an investigation from integra lifesciences does not apply in this instance. Product description: ventrex® eds (a non-integra device).

Event description:
N/a.